Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, some oozing was observed from the separated pulmonary artery (pa) but the bleeding was appropriately stopped using an electrocautery scalpel. There was a very small amount of oozing. A white reload was chosen for use on blood vessels. The issue occurred with a sureform 45 curved-tip stapler instrument installed with a white reload on the third fire. The system recognized the reload as blue during calibration and the surgeon used it as is. The sureform 45 curved-tip stapler was fired eight more times after that for a total of 11 fires, but this was the only one that had a reading error, so the surgeon did not perform any additional action. The procedure was completed robotically using the same sureform 45 curved-tip stapler. The patient did not experience any post-operative complications and has been discharged home. The vessel had not been exposed to any radiation or chemotherapy prior to the procedure, nor was there tension or bunching. It is unknown whether the instrument was inspected prior to use and no damage or abnormalities were observed. The event did not involve a failure to fire, a partial fire, tissue being pushed forward or dragged during the firing process, the stapler jaws opening or releasing during the firing sequence, or the reload deploying staples unexpectedly. It is unknown whether the stapling issue resulted in malformed or unformed staples, exposed blade, missing staples, holes or gaps within the staple line, or being stuck on the vessel. It is unknown whether an error message was generated. It is unknown whether the surgeon encountered obstructions between the instrument jaws. It is unknown whether the surgeon fired over an existing staple line or if buttress material was used. It is unknown whether the surgeon experienced any clamping issues prior to firing the stapler reload or if there was unplanned tissue removal due to the stapler firing failure. The surgeon does not know what caused the oozing but does not believe it was related to the use of da vinci products. There is no concern about this event causing long-term complications with the patient. The reload and stapler instrument will not be returned as they have been discarded.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The sureform 45 white reload involved with this event was not received for failure analysis evaluation. The reload and stapler instrument will not be returned as they had been discarded. Review of the advanced stapler log showed the sureform 45 curved-tip stapler instrument was installed on the system eleven times and fired 11 reloads (3 white, 1 blue, 3 green, 4 black, in that order). Firings on installs 1-3, 5-7, 9, and 10 were completed. Firing on install 11 was completed with 2 pauses for compression. Firing on install 8 was completed with 1 pause. On install 4, there was a firing failure with a blue reload. The firing stopped at ~87% completion, after a duration of ~47 seconds. There were no incomplete clamps, or incomplete unclamps throughout the procedure. There were no stapler related errors in the system logs. Review of the advanced system log showed no errors related to the reported event. The logs from before and after the procedure were also reviewed, and there have been no other occurrences that would suggest faults related to reported event. Video provided by the customer for this event was reviewed and showed a sureform 45 stapler being installed with a white reload, but the system incorrectly displays that a blue reload was installed. This does happen occasionally - the system detects the reload color using form features on the reload that can become slightly deformed. The sureform user manual addendum includes instruments for correcting this situation. The user can uninstall and re-install the instrument, and then manually select the correct reload color. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.